Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that they cannot remove the foley catheter from the patient. The customer also reports suprapubic tab balloon via u/s. Additional information has been requested from the customer to clarify this information.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The complaint file contains insufficient information to determine a most probable root cause. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.